Manufacturer narrative:
Other, other text: additional information was received that no patient was present at the time of the event.

Event description:
Information was received indicating that a smiths medical cadd solis vip ambulatory infusion pump revealed an ec41622 persistent. There were no reported adverse effects.